Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The reported complaint that autopulse nxt li-ion battery (B)(6) automatically powers on the device was confirmed during functional testing. The likely root cause of the battery issue is a malfunctioning internal component. Upon visual inspection, no physical damage was observed, and the status leds of the battery showed four green lights. The battery passed charging in a known good nxt battery charger, and the status leds on the battery showed four solid green lights after the successful charging attempt. When the battery was tested in a known-good ap nxt platform, the battery automatically powers the platform upon insertion, thus confirming the reported complaint. A full platform test could not be performed due to battery behavior.

Event description:
The customer received a new autopulse nxt li-ion battery (B)(6). They charged it upon receipt, according to the IFU. The nxt charger showed the green led. When the battery is placed into the autopulse platform, it automatically powers on the device. They`re unable to power off the platform unless the battery is removed. Sales rep taylor avery was on-site to confirm the issue and reported the same issue. The battery automatically powered on multiple devices once inserted. When a different battery was used, the nxt platform operated normally. This occurred during clinical deployment training via a zoll rep. No patient involvement.